Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -8.5 diopter was implanted into the patients left eye (os) on (B)(6) 2021. Refractive surprise was observed. "After implantation of vicmo lens, the patient complained of poor vision and double image, which affected his life. The doctor decided to change to vticmo lens." On (B)(6) 2022 the lens was exchanged for a toric model icl and same length. The replacement lens resolved the problem.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).